Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
The patient had a history of non-malignant pain status post electrocution injury and a physician wanted to treat the pain using intrathecal lioresal. The patient's history also included morbid obesity and chronic pain and weakness. The patient had undergone implantation of his first pump and catheter on (B)(6) 2003. The pump was programmed to deliver baclofen 1000 mcg/ml concentration. Information was received from a physician and company representative that the patient received 75 mcg periodic bolus every eight minutes in error instead of every eight hours as ordered. The physician at first wanted 300 mcg in divided doses every eight hours, but changed to 225 mcg divided into three doses given every eight hours. The physician was not familiar with periodic bolus programming of the pump. The resident fellow had checked programming and had not identified the error. The pump was programmed to deliver a priming bolus of 454 mcg on (B)(6) 2003 at time 1518 over 20 minute duration. At time 1548, the pump was misprogrammed to deliver a periodic bolus of 75 mcg every 7 minutes 55 seconds. The patient was transferred from the recovery area (post implant surgery) to the hospital ward. The patient was not monitored and there was no overdose treatment protocol available to the nursing staff. At 5 pm, the patient was found dead in the nursing ward of the hospital. The patient had a cardiorespiratory arrest with unsuccessful resuscitation. In looking into the possible cause of the arrest, the written record of the pump programming was discovered and indicated the pump was delivering a periodic bolus of 75 mcg every 7 minutes 55 seconds instead of every 7 hours 55 minutes. The patient was given an overdose of baclofen. An autopsy was being performed. The hospital was investigating the incident. The physician was used to using the 8820 model programmer and not the 8840 model. The physician preferred a larger display on the programmer to prevent errors from happening. The physician would also prefer adding a number for each time variable: hours, minutes, and seconds to prevent errors from occurring. Also, he would like to see the total daily dose in mcg per day displayed. There should be a lockout on volume delivered per day; the pump should not be able to empty the entire drug volume in one day if the chosen mode is periodic bolus.

Manufacturer narrative:
Refer to the previously submitted reports under manufacture report # 6000030200300898.